Event description:
On 10/18/93 at 1645, resident was sitting up in a wheelchair with a lap tray in place, when resident fell to floor. Resident suffered 2 lacerations on mid-forehead and bridge of nose, and fractured nasal bone and maxillary spine. It was noted that the velcro strap at right side of lap tray had loosened and given way, causing the whole lap tray to loosen, which subsequently led to residents fall. It was found that the lap tray was applied properly. It was supsected there was not enough surface velcro for adherence, and any pressure against the strap loosened that velcro adhesion. All lap trays of this type were removed from use.device not labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: design - inadequate. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: use of all similar devices stopped permanently. Invalid data - on device destroyed/disposed of status.